Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin fill estimate was intermittently inaccurate. The customer provided a blood glucose level of 246 mg/dl. Reportedly, the customer received an accurate fill estimate after reloading the cartridge.